Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Multiple attempts to fill a cartridge were made resolving the issue or a cartridge change was performed resolving this issue. Blood glucose level was in the 250's mg/dl range. Correction bolus was delivered or manual injections were administered to address bg level.